Event description:
Halfway through a case, the pump started and stopped and displayed error codes 000002 and 000004. As a result, it was necessary to hand crank the pump for 20 minutes during the case.